Manufacturer narrative:
Pump received with cracked display window corner, reservoir tube lip, and severe scratches on lcd window.

Event description:
Customer reported to have scratches on the insulin pump screen and she is unable to read the screen. Customer's blood glucose was 202 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.